Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. After troubleshooting, the customer determined that the cartridge was the source of the occlusion as it was found to be leaking from the base. There was no impact to the customer's blood glucose level. The customer installed a new cartridge.